Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10009704 as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was cracked on right plunger case, otherwise no appearance of any physical damage. During check syringe, plunger sensor and force sensor testing, the reported problem was duplicated. Unable to press the plunger lever to move plunger assembly. The root cause of the reported issue was found to be contamination was found inside plunger assembly. Replaced plunger assembly. Performed power up process and all functional testing which passed.

Event description:
It was reported that the plunger lever stuck. No patient injury was reported.